Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen on the pump is severely scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 09/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: investigation revealed that the display lens was heavily scratched and obstructing the screen. Unrelated to the initial complaint, it was observed that the battery compartment was cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage in the battery compartment.